Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a wire of the mega suturecut needle driver instrument "popped" during use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested, but has not received the mega suturecut needle driver instrument with the customer reported issue to perform failure analysis evaluation. Therefore, the reported event is unable to be confirmed or replicated.